Manufacturer narrative:
This event was originally reported on voluntary medwatch report#: mw5184339. D4: UDI number: (B)(4). The remainder of the UDI numbers are unknown because the lot number is not available. D10: two level posterior screw fusion construct with an interbody spacer. Screws are part numbers 824m7540 and 724m7545. H6 additional impact codes: 4644 and 4621. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A patient reported that he underwent a spinal fusion with vital mis then developed worsening pain and symptoms consistent with infection about 3 weeks post-op. Despite initial treatment, the symptoms progressed and required surgical intervention one month post-op for debridement and irrigation for suspected infection but symptoms persisted. A revision surgery was performed about seven months post-op where the construct was removed and cultures from the left l5 pedicle screw hole was positive for mycobacterium abscessus. Approximately three months after the construct removal, the patient went through a second debridement procedure then was on prolonged intravenous antibiotic surgery via PICC line as well as oral antibiotic therapy. The infection resulted in significant clinical impact, including ongoing medical disability and inability to return to work.